Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: c154dwk implantable pacemaker cardio/defib (B)(6) 2008. Concomitant product: 2187 implantable pacing lead (B)(6) 2002. Concomitant product: 5076 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was undersensing. Therefore, the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.